Event description:
It was reported to philips that the device's ECG cable was broken. There was no report of patient involvement.

Manufacturer narrative:
The device was evaluated by the customer with assistance from philips remote service engineer (rse). The reported issue was confirmed and caused traced to defective ECG cable. Based on the conclusion of the evaluation, it was determined that ECG cable was broken. The defective parts were ordered to the customer site for replacement. The device remains at the customer site. There is no indication of a systemic problem. No further investigation and action is warranted.